Event description:
The print out from the website program (t:connect) for the tandem pump was completely inaccurate. If trying to make pump adjustments based on the data from the printout, it could cause significant issues. The printout stated that the patient was using 931 units of insulin per day when he was actually using 32 units of insulin per day; it said he was consuming over 1,000 grams of carbs per day when he was consuming closer to 100 grams. All of the findings on the tandem report were completely wrong compared to what was actually happening with the patient. I could provide printouts of both.